Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site and that the ipg was causing more pain when turned on. The patient underwent an explant procedure wherein only the ipg was explanted. Explanted ipg was kept by the medical facility.